Event description:
The recipient reportedly experienced an infection at the incision site. On (B)(6) 2016, the recipient underwent a surgical debridement and was prescribed cefzil and bactrim. On (B)(6) 2016, there was recurrence of swelling. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). The CT scan results show the electrode lead is in place within the cochlea. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The recipient was reimplanted with another advanced bionics cochlear device on (B)(6) 2017. This is the final report.

Manufacturer narrative:
The recipient will reportedly have another CT scan prior to cessation of antibiotics. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient's incision site reportedly looks good. The recipient continues treatment of antibiotics. The recipient continues to be monitored.